Event description:
It was reported that an asymptomatic patient presented in the operating room for device change out due to normal eri. Externalized conductors were observed. The lead was explanted and replaced. The patient condition after event was good.